Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photos were returned for evaluation. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the hypodermic needle in the tray left a black mark on the patient's back when removed. There were no signs of an allergic reaction (redness, swelling, rash) at the entry site after removal. No injury reported.